Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the rv exposed coil is distorted(stretched) at 55.7cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the right ventricular (rv) lead the coil was damaged due to difficulty implanting and tight maneuvering through sheaths. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.